Manufacturer narrative:
(B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
The literature article entitled ¿outcome and revision rate of uncemented glenohumeral resurfacing (c.a.p.) After 5-8 years¿, by p.c. Geervliet; m.p.j van den bekerom; p. Spruyt; and m. Curvers; published in the arch orthopaedic trauma surgery on december 8, 2016 was reviewed. The purpose of the article ¿outcome and revision rate of uncemented glenohumeral resurfacing (c.a.p.) After 5-8 years¿ which was an extension to the ongoing follow-up study in patients treated with uncemented global c.a.p. (Depuy) resurfacing shoulder prosthesis, short-term results published in 2014. The article was based on 46 patients (48 prosthesis), which of three were lost to follow-up, one died of unrelated causes and two were unable to attend follow-up appointments due to other health-related issues. 11 patients had revision surgery; eight were a total shoulder arthroplasty and three were a reverse shoulder arthroplasty. The reasonings for the revision surgery were variable but included; infection, pain, anterior subluxation, arthrofibrosis, glenoid erosion, poor function and cuff arthropathy. There were some reports of migration through radiographs on 36 shoulders due to rotator cuff insufficiency or failure, however no interventions were noted in the article.

Manufacturer narrative:
This is a duplicate report of 1818910-2019-113279. 1818910-2019-113280 should be retracted as it is a report duplication. 1818910-2019-113279 should be kept to allow for reporting of any further additional information which may be received related to the event.